Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the needle and holder separating or spinning out. The following information was provided by the initial reporter. The customer stated: the whole needle has broken so that the needle was still in the patient's vein and the holder on the phlebotomist's hand.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainer tubes with horse blood. The blood was kept in an elevated reservoir to simulate venous pressure. No issues were observed relating to separated / broken needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the needle and holder separating or spinning out. The following information was provided by the initial reporter. The customer stated: the whole needle has broken so that the needle was still in the patient's vein and the holder on the phlebotomist's hand